Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil could not be detached with instant detacher during coiling treatment of aneurysm. It was reported that before this coil three coils were detached and successfully implanted in the patient. The physician withdrew the coil successfully and finished the procedure. No patient complications were reported.

Manufacturer narrative:
Device available for evaluation - additional information: type of follow up - device evaluation: device evaluated by manufacturer- additional information the device was returned for evaluation and the clinical observation was confirmed. As received the implant coil was found damaged, stretched and had lost its original shape but still attached to the pushwire. The pushwire was broken into two segments which were not retained together by the release wire. Additionally, the distal pushwire segment was found to be bent at several locations from the proximal end. The tack weld replacement (twr) crimp was found to be broken; however, the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The shield coil was found to be stretched and wrapped around the proximal end of the implant coil (at the coil shell). During evaluation, the shield coil inadvertently broke and the implant coil was detached. All other subassemblies appeared to be normal and no other anomalies were observed. The current investigation is ongoing and a supplemental report will be submitted once it is completed.

Manufacturer narrative:
We are unable to definitively determine the cause of non-detachment; however based on our analysis findings it is possible that during delivery, the shield coil became stretched subsequently causing the distal loop of the shield coil to become wrapped around the proximal end of the implant coil at the coil shell. In addition, the cause for the bends and the break in the pushwire could not be determined. It is possible that the damages occurred during return to medtronic for evaluation as the customer reported that no manual detachment (via hypotube) was attempted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.